Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a distorted image on the ivus occurred, and the hydrophilic coating of the device was peeled off. It was completely removed from the patients body together with the ivus catheter. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a distorted image on the ivus occurred, and the hydrophilic coating of the device was peeled off. It was completely removed from the patients body together with the ivus catheter. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 78% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a distorted image on the ivus occurred, and the hydrophilic coating of the device was peeled off. It was completely removed from the patients body together with the ivus catheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was detached from the distal mount. Impedance testing showed no electrical issues with the device. Media provided by the customer confirmed the reported issue.